Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was seeing a settings not available message. The use of high therapy parameters were reviewed to being able to lead to high current draw resulting in door message. The caller reported that the patient had turned stimulation off prior to an electrocardiogram (EKG) and after the stimulation was turned on. The patient was unable to increase voltage, pule width, and frequency. It was suggested to charge the device. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reported that the patient had been feeling intermittent stimulation. When the patient turns to the right side they feel fine but when they turn to the left they feel intermittent stimulation. The rep reiterated that the 0-7 port was showing intermittent out of range impedance on contacts 4, 5, 6 and 7. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# unknown, product type lead; product ID 97792, lot# unknown, product type accessory. Supplemental to update. (B)(4) no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unknown,: product type: lead. Product ID: 97792, lot# unknown , product type: accessory. Analysis of the lead (unknown) found the stim lead body conductors #4, 6 and 7 were broken 2.8cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that a revision surgery was done and the lead was replaced. The lead was tested inter-operation and found to have contacts 4, 5, 6 and 7 that were intermittently red during the connection check. After the doctor replaced the lead, it worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that electrodes 4, 5, 6 and 7 would intermittently go in and out of range. The patient was being scheduled for a pocket revision or possible lead and/or implant replacement.